Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device reported was manufactured and distributed for domestic sales before the enforcement date of UDI-di. This is applicable only if the device is not labeled.

Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.